Event description:
While using philips sonicare battery-operated tooth brush, it hit one upper left both and the brush jumped in the hand hitting 3 more teeth with add'l issues later on. This tooth had no defects when the bottom inner side broke off needing repair. It was a toothbrush. It hit another cap that was on a root canal tooth that broke off a few days later. It also hit 2 adjacent caps on implants that fell out shortly after this event. Dates of use: (B)(6) 2016. Event abated after use stopped? Yes. Is the product compounded? No. Is the product over-the-counter? Yes.